Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantation of an implantable pulse generator (ipg) system, the right ventricular (rv) lead kept dislodging. The lead exhibited placement difficulty. Even though the sensing and threshold would be within normal range then sensing would decrease dramatically in multiple locations. The lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.